Event description:
Hospital secretary called asking if someone could come take a look at customer's insulin pump. Secretary said customer was hospitalized due to diabetic ketoacidosis. Secretary could not troubleshoot the device because he did not have it. No other details about the hospitalization or the device were provided. Secretary said she would have customer call back. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.